Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number : 15381373/15061994; model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number : 15557549/15409321/15796668; model/catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead sites. It was also noted that the leads had migrated and patient was not getting adequate stimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead sites. It was also noted that the leads had migrated and patient was not getting adequate stimulation. The patient will undergo an explant procedure.